Manufacturer narrative:
Other than reported, the reported device failure 12 results in a stop of ventilation. The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that after using the device for 2 hours, the device suddenly alarmed device failure (12), then exchanged to another device. No injury and no stop of ventilation reported.

Manufacturer narrative:
Further data including the log file was requested but was not provided. Therefore only the available information could be analyzed. The event description indicates a malfunction of the pressure, volume/flow and temperature monitoring module pba m4.1. In general, the safety software of the device analyzes and verifies proper function of the device. If the safety software detects a deviation, the user would be informed with an appropriate alarm. Other than stated by the user, the reported alarm "device failure (12)" is connected with a stop of ventilation as the device automatically switches to a safe state by opening the safety valve allowing the patient for spontaneous breathing. In this failure mode, the ventilation has to be continued with an independent device. No patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.